Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. Device received by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on 16amay2019. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 months, 21 days. Manufacturers investigation conclusion: a direct correlation between the reported bleeding and device cannot be conclusively determined. The patient presented to the emergency department (ed) on (B)(6) 2018 with a packed nasal package due to a nosebleed. The patient underwent a cauterization on (B)(6) 2018 but returned to the ed on (B)(6) 2018 with another nosebleed. The patient¿s nose was packed and they were admitted to an outside ed on (B)(6) 2018 because the bleeding had worsened. Upon admission the patient¿s hemoglobin concentration was noted to be 7.2mg/dl and they were administered one unit of packed red blood cells. The patient developed anemia secondary to blood loss and was discharged home on (B)(6) 2018. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient presented to the emergency department (ed) for a nose bleed and it was found that the nasal passage was packed. The patient had cauterization on (B)(6) 2018 but returned to the ed on (B)(6) 2018 for another nose bleed. The nasal passage was packed but the patient again returned to the ed on (B)(6) 2018 because the nosebleed got worse. The patient was admitted to another hospital with low hemoglobin on that date. The patient received 1 unit of packed red blood cells (prbcs). The patient developed anemia secondary to blood loss and was discharged on (B)(6) 2018.